Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "has a hair inside the implant".

Event description:
Healthcare professional reported "has a hair inside the implant". Device was not implanted.

Event description:
Healthcare professional reported "has a hair inside the implant". Device was not implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of hair/fiber on implant was received on march 05, 2024, with lot number 3561861. Based on the device analysis grid, the assessments of the complaint are: hair/fiber on implant: observed black hair on the surface of the shell. Additional observations: no other observation observed. A further investigation is request for the workmanship observation on the device. Further investigation: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3561861. The review of all ER/ ncr(s) related to lot number 3561861 and the event hair/fiber on implant was performed, and no results were identified associated with this information. The search criteria of these queries are mentioned in procedure qpp07-01-004-her1-g02 and rev: 3.0. Review of all complaints for the period of mar/2022 through feb/2024 related to mfg date and found no adverse trend in the event rate in regards with the reported event. According to the latest operations management review dated feb/2024, there have been no changes in overall breast implant assembly event rates.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23mar2024.

Event description:
Healthcare professional reported "has a hair inside the implant". Device was not implanted.